Manufacturer narrative:
Per investigation by the manufacturing site: damage to the angle cover was observed as an external cut 70 mm from the distal tip. Once the angle cover was removed, it revealed mechanical damage to the passive section. The crushed area measures 5.64 mm at the widest point. In addition to the crushed passive section, the non-passive section of the shaft (sheathed) also sustained similar damages. Based on these findings, it is likely that the damages to the shaft specifically at the passive section caused the angle cover to tear while in use. Failure of device due to damage to the shaft was not associated with improper manufacturing technique or material selection. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6), 2024 there was a stone in the patient's bladder neck, the doctor inserted the scope and became stuck. While trying to remove the rubber was broken in the patient. The broken pieces was retrieved from the patient, no harm to the patient was noted. No delay in the procedure was reported.

Manufacturer narrative:
The device was returned to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).